Event description:
A falsely elevated advia centaur xp vitamin d result was obtained on a patient sample. Repeat testing was performed on the patient sample in duplicate and the results were much lower. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The fse recalibrated all probes, cleaned luminometer, and performed dark counts within specifications. The quality controls were run and were within specifications. The cause for the falsely elevated vitamin d total result is unknown. The instrument is performing within specification. No further evaluation of the device is required.